Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient first presented in-clinic for a scheduled device follow-up; during this check the clinic noted a gradual rise in capture thresholds that had eventually resulted in intermittently loss of ventricular capture. The physician decided to extract and replace this lead. During the procedure after the physician had extracted the chronic lead and implanted the new lead that resulted in a perforation. The physician quickly repositioned the lead and the procedure concluded before the patient was sent to the ICU post-operatively. In the ICU a pericardiocentesis was performed. The patient restabilized soon afterwards. The device was checked the next morning on and at that time, the patient had remained stable. The device and lead continued to function normally. The patient will continue to be monitored.